Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During an in-clinic follow up, episodes of undersensing and false atrial fibrillation alerts due to noise resulting in oversensing were noted on the device. Device reprogramming is anticipated at the next in-clinic follow up but no intervention has been conducted at this time. The patient was stable with no consequences.